Event description:
Pt came to infusion center to have catheter removed. In attempt to remove the catheter, it snapped leaving approx 3 to 4 inches long in the vein. A tourniquet was applied to prevent the segment from floating up into the pulmonary vessel. Dr was notified. The dr took pt to sda, attempted to remove PICC segment, was unsuccessful. Pt was taken to cath lab. Another dr was able to remove the broken segment from the pulmonary vessel via the femoral artery.